Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding trunnion wear involving a restoration modular ps stem was reported. The event was not confirmed. -medical records received and evaluation: a medical review indicated that without further evidence, a clear relationship between the suspected pseudotumor formation due to possible taper corrosion as failure mode is not readily evident because there is currently insufficient information for the presence of such pathology. A review of the provided records by a clinical consultant indicated: ¿without further evidence, a clear relationship between the suspected pseudotumor formation due to possible taper corrosion as failure mode is not readily evident because there is currently insufficient information for the presence of such pathology. The observed procedure-related factor of cup malposition would be compatible with all reported facts and findings in this case and appears a very plausible explanation for the failure mode of this case to have caused the overload condition in the bearing section through impingement and/or plain overload. Without proof of contrary by additional evidence this procedure-related factor should be considered the principal failure mode of this case.¿ device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: records indicate there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as the devices and pathology reports are needed to complete the investigation for determining root cause.

Event description:
It was reported that surgeon suspected metal on metal wear (trunnion of stem and femoral head), possible pseudo-tumor. Replaced poly liner, cleaned trunnion/added new ti sleeve with ceramic head.

Event description:
It was reported that surgeon suspected metal on metal wear (trunion of stem and femoral head), possible pseudo-tumor. Replaced poly liner, cleaned trunion/added new ti sleeve with ceramic head.